Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date is unknown. The pebax is missing at several sections; 1 cm is missing from the tip. The core wire is no fractured, and at 2 cm from the tip, the pebax is sliced exposing the core wire along 2 cm. Traces of glue were noted at the exposed core wire. The traces of glue indicated that the pebax was glued to the core wire. The sliced pebax indicates that the wire may have been caught against a sharp instrument/object . In addition, the dfu cautions: "do not use with metal tip catheter. Withdrawing the guide wire through a metal tip catheter may damage the surface of the guide wire." The evidence presented by the device suggest that procedural factors may have contributed to the failure, however, the root cause for failure was undetermined.

Event description:
It was reported to boston scientific corporation that a jagwire precursor was used during a procedure performed in 2006 (female patient; age and weight are unknown). According to the complainant, the device was inserted into a cannula and was advanced to the target site. The distal tip of this device (about 1cm or 2cm) was stuck in the stenosis part. This device was removed and it was found that the pebax coating was detached. The detached coating remained inside the body. The procedure was not able to be completed, due to this event. At the conclusion of this event, the patient's condition was reported to be "stable."